Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 200-250 mg/dl. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.